Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 7, 2007 at 3:06am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultraeasy lancing device has a broken/cracked case. There were several attempts to obtain the information from the patient. However, the patient provided limited information. The patient tests 3 times per day. The patient also takes insulin but was unable to provide the type and doses. It is not clear if the patient was not testing, and if so, was it due to the lancing device issue. It is not known as to when the reported issue began. The next day, at 1:30pm, the patient's grandson went to check on her. The grandson found the patient shaking and had slurred speech. The patient was given "lucozade." The ambulance arrived shortly after. The paramedics further treated the patient with food/beverages. The patient was unable to provide any blood glucose readings from that day. The reporter stated, that the patient was having a hard time eating during lunch, as she was not feeling well that day. The patient was taken to the hospital and was discharged on the same day. A stroke was ruled out. The patient's testing frequency and diabetes medication regimen had not been changed recently. The patient was not treated at the hospital, as the "lucozade" was sufficient to raise the patient blood glucose. It would have been helpful to obtain the following information: the diagnosis at the hospital, diabetes medication regimen, and blood glucose readings on the day of the incident. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient reported that she was treated for symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.